Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken/loose cable and damage of the conductor wire¿s insulation. The conductor wire insulation was missing a piece measuring approximately 0.020" x 0.118". The instrument passed an electrical continuity test. Additionally, the instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse.

Event description:
It was reported during a da vinci-assisted prostatectomy surgical procedure, monopolar energy was suspected to come into contact with the fenestrated bipolar forceps (fbf) instrument cables. The instrument was used under normal conditions. The fbf cables are discolored and possibly damaged. The procedure was completed with the same instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no damage identified. The fbf did collide with another instrument or tool during the procedure. The customer stated that during the procedure, energy from the monopolar curved scissors instrument did arc to the fbf; however, no thermal damage was noted at the time of the event. The instrument was not inspected after the procedure completed and the damage was identified after reprocessing. The surgeon stated that he believes the arcing event was caused by contact between instruments.